Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for (npi) needle point blunt on lot #9077773. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, (npi) needle point blunt) was captured and addressed appropriately. Investigation summary: customer returned photos of a 1cc syringe. Customer states that the needle does not enter into the skin, it does not even get through the rubber of the medication glass and when perforating the skin, it seems to enter by ripping and the liquid does not come in. The photo was examined and it is difficult to determine if the sample can draw and expel properly. It is also difficult to determine if the cannula and cannula point fall within specifications slowly from the photo. A review of the device history record was completed for batch# 9077773. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1ml 31ga 6mm 10 bag 500 sla needle was defective and unable to enter into the skin. This occurred on 8 occasions during use. The following information was provided by the initial reporter: my husband takes insulin and it has occurred that some needles are defective, it does not enter into the skin, it does not even get through the rubber of the medication glass. Only this week it happened 8 times. Additional information: when perforating the skin, it seems to enter by ripping and the liquid does not come in.